Event description:
It was reported the up arrow on the insulin pump does not respond. Customer did not know blood glucose level. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flatten all the buttons dome switch. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.